Manufacturer narrative:
Device analysis: examination of the returned device revealed that the handle was found separated and cannot be moved, therefore, the unit will not function. DHR (device history record) review performed and no deviation was found. The most probable root cause of the reported complaint could not be determined.

Event description:
This complaint is now reportable based on the analysis completed on 9/29/2008. It was reported that while unpacking for a polypectomy procedure, the device handle was missing. A medium stiff std crescent snare had been selected. While unpacking the device it was noticed that the handle was missing so the product could not be used. The procedure was completed with another of the same device. There were no patient complications reported. However, the returned product analysis revealed the handle was broken.